Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the unicel dxc 800 pro synchron system. The fse inspected the instrument and found multiple hardware issues with the instrument. The fse found dirty eic (electrolyte injection cup), sample wash collar, and modular chemistry (mc) sample syringe. The fse cleaned the eic cup and replaced the sample wash collar, mc t-valve, and sample syringe which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
Customer reported the unicel dxc 800 pro clinical chemistry analyzer generated one (1) false low sodium (na) patient result. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided patient data for one patient.